Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced low blood glucose for three days. The customer stated that his level dropped to 36 mg/dl, he suspended the insulin pump and had dinner and was able to bring it up to 112 mg/dl but then it dropped to 59 mg/dl. He experienced fatigue and has blurry vision. Blood glucose level at the time of the call was 88 mg/dl. The drive support cap is normal. The reservoir was showing the same amount of insulin as shown on the status screen. Device was not exposed to a magnetic field and passed the displacement test. Customer had disconnected the insulin pump. The customer was advised to discuss issue with the doctor.